Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a string from a laboratory coat wrapped around mixer paddle 1. The cse resolved the issue and instructed the customer to run quality controls, which resulted within range. The cause of the discordant results was related to a string wrapped around mixer paddle 1. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low calcium results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an unknown instrument and resulted higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.